Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 115-120mg/dl fasting. Verified test strips expire 07/31/2018. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2015. Reviewed meter memory (B)(6)- customers main concern in the comparison from the lab result to his meter results. Customer believed his results are inconsistent because results are lower than his lab results and higher than his expected range. When viewing the meters memory the time and date was not set correctly.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 115-120mg/dl fasting. Verified test strips expire 07/31/2018. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:125,129,121,123,123 mg/dl. Customers main concern in the comparison from the lab result to his meter results. Customer believed his results are inconsistent because results are lower than his lab results and higher than his expected range. When viewing the meters memory the time and date was not set correctly.